Event description:
It was reported that the device was misfiring. No other info was provided. Additional info was requested, but no additional info was available. A supplemental report will be sent if additional info becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment, and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the clips were cycled and fed to be test fired. Six of the clips were cycled and fed to be test fired. Six of the clips loaded properly had proper pinch and alignment. Three of the clips loaded properly but were slightly scissored. After the ninth clip was fired, the remaining clips would no longer load into the jaw. The lot number was not provided, so the device history record could not be reviewed.